Manufacturer narrative:
As reported, the extensively split sealant protection of a 5f mynx control vascular closure device (vcd) did not allow entrance to the unknown sheath. There was no reported patient injury. The device was stored and prepped according to the instructions for use (IFU). The procedure used a retrograde approach. The deployer was mynx certified. The femoral artery¿s suitability was verified on angiography, including the insertion angle of 30¿45 degrees. The vessel diameter was confirmed to be greater than or equal to 5 mm, with moderate vessel tortuosity and no presence of peripheral vascular disease (pvd) or calcium near the puncture site. Hemostasis was achieved using manual compression for less than 30 minutes. The device was inspected for damage upon removal from the package, and no damage was noted to the packaging or the device at that time. One non-sterile 5f mynx control vascular closure device was returned for investigation. Visual inspection revealed that both button 1 and button 2 were in the non-depressed position. The stopcock was in the open position, and a cordis mynx syringe was received detached from the unit. The sealant was present in its manufactured position and partially exposed. A split condition was observed with the sealant sleeves. The catheter sheath introducer (csi) was not returned for evaluation. The balloon was deflated, the core wire was present, and the atraumatic tip showed no visible damage or abnormalities. No additional anomalies were noted during the visual inspection. A dimensional analysis of the slit length could not be executed due to the split condition of the sealant sleeves. Another dimensional analysis was conducted to verify the catheter working length as part of the investigation of a ¿mynx control system ¿ deployment difficulty ¿ premature¿ condition. The measured value was within the defined specification. The measurement was taken using a calibrated ruler. A functional test to evaluate insertion and withdrawal into a csi could not be performed due to the split condition on the sealant sleeves, which impeded insertion into the csi. However, a simulated deployment test was successfully executed. The device functioned as intended: the tension indicator was aligned by pulling the distal tip, the sealant deployed, and the balloon retracted. Button 1 and button 2 were depressed in the instructed sequence without issue. The reported event of ¿sealant sleeves (cartridge assembly)-frayed/split/torn¿ was observed through analysis of the returned device. Additionally, a condition was noted with the returned device of ¿mynx control system-deployment difficulty-premature¿ due to the partially exposed sealant from the frayed/split/torn sleeves. The exact cause of the observed conditions could not be conclusively determined during analysis. Based on the information available for review and product analysis, it is difficult to determine what factors may have contributed to the issue experienced. However, access site vessel characteristics (vessel had moderate tortuosity), procedural/handling factors (such as excessive force during insertion, incorrect insertion angle, and/or not supporting the distal end during insertion into the sheath) and/or the condition of the sheath (which was not returned for analysis) possibly contributed to the damaged condition of the sealant sleeves, the impedance experienced during insertion, and the subsequent premature exposure of the sealant. It should be noted that the mynx control device is manufactured with a slit at the end of the catheter cartridge tubing. The outer sleeve assembly is assembled with 2 side slit overlapping outer sleeves. The sealant is placed right under the outer sleeve assembly and is protected from exposing prematurely. The slits on the outer sleeve assembly are designed to decrease unsheathing force and increase deployment reliability. Refer to the diagram of the mynx control vcd within the IFU displaying the sealant sleeve with slit. If the outer sleeve is damaged/shredded during prepping phase and/or insertion into the sheath, it could cause the sealant to be exposed/swollen prematurely and/or obstruct the device path and prevent the device from being inserted into the procedural sheath. As warned in the IFU, which is not intended as a mitigation, ¿do not use if components or packaging appear to be damaged or defective or if any portion of the packaging has been previously opened.¿ additionally, the IFU states ¿step 1: position balloon, insert the mynx control vcd into the procedural sheath through the sheath valve. Advance the catheter until the sheath catch nears the hub of the sheath. Rotate the sheath catch as needed to hook onto the side port of the procedural sheath.¿ neither the product analysis, nor the information available for review suggests that the failures could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Event description:
As reported, the extensively split sealant protection of a 5f mynx control vascular closure device (vcd) did not allow entrance to the unknown sheath. There was no reported patient injury. The device was stored and prepped according to the instructions for use (IFU). The procedure used a retrograde approach. The deployer was mynx certified. The femoral artery¿s suitability was verified on angiography, including the insertion angle of 30¿45 degrees. The vessel diameter was confirmed to be greater than or equal to 5 mm, with moderate vessel tortuosity and no presence of pvd or calcium near the puncture site. Hemostasis was achieved using manual compression for less than 30 minutes. The device was inspected for damage upon removal from the package, and no damage was noted to the packaging or the device at that time. The device will be returned for analysis.